Event description:
The reporter stated that the pump time and date was randomly switching am and pm.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the black box history showed that the pump was returned to default time and date upon battery removal. The time and date were set on the pump. The battery was removed for 20 minutes then the pump was repowered; the pump time and date had reset to default. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump was opened and the internal battery was found to have failed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.